Manufacturer narrative:
Info was rec'd from a health professional who is not required to complete form 3500a. Eval summary: surgical notes were provided from a surgery where a +8mm extended offset neck was implanted. It was described that the leg length and offset were clinically equalized. Surgical notes were provided from a revision on (B)(6) 2011 which was carried out due to excessive offset. After exposure, prior to revising the neck, the leg was taken through a trail range of motion and was stable. Components were also described as well positioned. No complications were noted. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval: the mfg records were reviewed and found to be conforming indicating that the modular neck was manufactured, inspected, and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective acton is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to excessive offset of the neck module.